Event description:
This case was reported by a consumer and described the occurrence of anaphylactic reaction in a (B)(6) pt who received oral moisturizers (biotene mouthwash) mouthwash for dry mouth. A physician or other health care professional has not verified this report. Concurrent medical conditions included allergies to ingredients in some toothpastes (not specified). On (B)(6) 2013, the pt started oral moisturizers (mouth rinse) as required. Immediate later, on (B)(6) 2013, the pt experienced burning mouth, could hardly breathe, sweating and chest pain. The pt called an ambulance. They said the pt had an anaphylactic reaction. The pt was treated with an injection and some oxygen. Twenty minutes later the pt felt better but still had tingling lips. This case was assessed as medically serious by gsk. At the time of reporting, the events were resolved. Biotene is manufactured in (B)(4), and neither the lot number nor the product was available. (B)(4).